Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a higher than expected reading from her adc blood glucose monitor, on (B)(6) 2018 the customer reported that she tested her blood sugar and received a reading of 245 mg/dl. Based on the meter reading she injected 15 units of levmir and went to bed. The customer further reported that 2 hours later she began having seizures, so her husband called an ambulance. At approximately 1:00 am on (B)(6) 2018 the ambulance arrived and tested her blood sugar and received a reading of 22 mg/dl. The customer was treated with an injection of glucagon on the way to the hospital. The customer indicated she was not conscious when she arrived at the hospital, but noted her blood sugar was stable at that time. The customer noted that her blood sugar was monitored and she was provided with her regular medication (plavix, lyrica, etc.) While in the hospital. The customer was unable to remember other medications or readings obtained while she was in the hospital. The customer was released from the hospital at approximately 3:00 pm on (B)(6) 2018. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR for the freestyle lite meter was reviewed and the DHR showed the meter passed all tests prior to release. A DHR for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests before release. Retain testing was performed for the freestyle strips and all units performed within specification and passed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving a higher than expected reading from her adc blood glucose monitor, on (B)(6) 2018 the customer reported that she tested her blood sugar and received a reading of 245 mg/dl. Based on the meter reading she injected 15 units of levmir and went to bed. The customer further reported that 2 hours later she began having seizures, so her husband called an ambulance. At approximately 1:00 am on (B)(6) 2018 the ambulance arrived and tested her blood sugar and received a reading of 22 mg/dl. The customer was treated with an injection of glucagon on the way to the hospital. The customer indicated she was not conscious when she arrived at the hospital, but noted her blood sugar was stable at that time. The customer noted that her blood sugar was monitored and she was provided with her regular medication (plavix, lyrica, etc.) While in the hospital. The customer was unable to remember other medications or readings obtained while she was in the hospital. The customer was released from the hospital at approximately 3:00 pm on (B)(6) 2018. No further treatment was reported. There was no report of death or permanent impairment associated with this event.